Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse performed system verification protocol, no issues were noted. The fse performed high sensitivity (hs) system check and carryover test, both system test results passed within specification. The unit conformed to the MFR's performance specifications. The pt's sample was collected in a 12x100 mm grenier tube with gel separator. Sample centrifugation was performed for four minutes at room temp. Total thyroxine (tt4) quality control (qc) was within the customer's established ranges prior to and after the event. Tt4 qc is performed once per day. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported an elevated total thyroxine (tt4) result, above the normal reference range, for one pt, involving unicel dxi 800 access immunoassay system. Subsequent testing produced a result within the normal reference range. The elevated result was not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.